Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's dbs system was exhibiting high impedance on all contacts. Consequently, surgical intervention was taken, during the surgery the extension and the lead were tested. The lead was good, but the extension was replaced. The new extension resolved the impedance problem.